Manufacturer narrative:
It was reported by the clinical specialist that the icf100 balloon migrated toward the aortic valve several times until it finally ruptured. The physician is reported to have several years of experience. Physician experienced difficulty maintaining arrest. There were no patient complications or injury. Evaluation: evaluation of the returned device found that there was a radial burst in the balloon. The complaint that the balloon burst was confirmed. The complaint of the balloon migration was unable to be replicated for assessment and could not be confirmed. The root cause of the balloon burst is possibly due to the device migrating towards the aorta and a possible needle stick in the area that the stitching was being performed or calcium buildup in the aorta. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related ncr's found. There will be no pra or CAPA initiated at this time. The instructions for use, training and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Event description:
It was reported by the clinical specialist that the intraclude, icf100 balloon migrated toward the aortic valve several times until it finally ruptured. The physician is reported to have several years of experience. Physician experienced difficulty maintaining arrest. There were no patient complications or injury.

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.